Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be a use error further described as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warning that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 20:59:25. During night drain cycle five, the patient's ultrafiltration reading was 919ml, indicating the home patient (hp) drained 919ml more than their maximum programmed fill volume of 1500ml. No additional information is available.